Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set cannula bent event (B)(6) 2026. The blood glucose level was high and the patient was taken to the hospital there treated with insulin pen. The length of hospitalization is less than 24 hours. No further information available.